Event description:
During service by baxter on a colleague infusion pump was found to contain a malfunction of an inoperable channel select key on the channel b pumphead module keypad. This event occurred during product evaluation. This is involving a pump with software version 5.04.00 which is categorized as unremediated. There is no additional information available.

Manufacturer narrative:
(B)(4).there is a CAPA investigation associated with this report. (B)(4).the pump was received at baxter and will be evaluated. A follow-up report will be submitted when the evaluation results become available.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, when the guidewire was unpacked, the surface felt wrinkled. It was not possible to insert the guidewire into an ultratome xl sphincterotome . The tip of the guidewire was detached. The procedure was completed with another jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B) (4)